Manufacturer narrative:
(B)(4). Unit alarmed insulin pump error alarm during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests due to insulin pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had recurring error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed displacement verification test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.